Manufacturer narrative:
Summary: returned start-x tip ems insert 2 is actually broken in the active part. No material defect was found during analysis of the rupture pattern. No unused device is available for evaluation. Nothing unusual to report was found during DHR review (batch #1772251). No information was given regarding technique, we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. We will track this kind of event and monitor the trend. Patient outcome - no further information received after 3 documented attempts complaint will be reopened if further information is received per 8000-sop-038. No vigilance received after 3 documented attempts.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a start-x tip ems insert 2 broke during use. The outcome of this event is unknown as of this MDR and further information requested.